Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue and determined that the safety disk had exceeded 6,000,000 cycles. In evaluating the unit, the fse also discovered that the tidal volume disk was close to reaching 2,000 hours. As such, to fix the issue, the fse replaced the safety disk and the tidal volume disk. The fse then performed full calibration, as well as all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had an expired safety disk. There was no patient involvement and no adverse event reported.